Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. There was no swelling or inflammation above the left implant housing and the family did not report any specific trauma. There have been no recent changes to the user's health or medication. Re-implantation was performed on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that hearing performance with the device is affected. The user had been responding very well with the device: turning to their name, moving to music and vocalizing more.